Event description:
A user facility reported that an intraocular lens (iol) was damaged during the implantation. The surgeon reported that the incision was enlarged and the iol was removed and replaced. During the procedure, the anterior capsule was torn and the iol was placed in the sulcus. In a follow up, the surgeon reported the event resolved with treatment.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was pulled out of the optic. The optic had scratches and was torn/split/cracked in the haptic insertion area of the removed haptic. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/17/2009 and 06/24/2009 by phone, fax, and mail. A completed questionnaire was received 06/22/2009.